Event description:
As reported: "fracture repair of the left femur. The tip of the drill broke during the operation. The broken tip remained in the patient's bone. The patient was young and had good bone quality."

Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received temp. Plate fixator pin was found to be damaged. The distal end or tip of the fixator pin is broken, and some wear marks were also found on the surface of the pin. The breakage of the tip seems to be a forceful fracture while drilling it forcefully in a relatively harder bone. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. The instructions for use states: ¿always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way.¿ based on investigation, the root cause was attributed to a user related issue. The failure was caused by drilling the instrument forcefully in a relatively harder bone of a young patient. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "fracture repair of the left femur. The tip of the drill broke during the operation. The broken tip remained in the patient's bone. The patient was young and had good bone quality."